Event description:
Repair request initiated for device with the report of removal difficulty and broken tool. It was reported there was no patient invo lvement. Repair request escalated to product event due to return in less than 90 days from previous repair or manufacturing.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: af01, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis: for pss unknown tool: no conclusion can be drawn. Evaluation could not be performed because the device was not yet returned. If the device is returned in the future, product analysis may be performed. H3: product analysis: for af01: no conclusion can be drawn. Evaluation could not be performed because the device was not yet returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.